Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the display of the programmer was broken. The display was found to be working correctly. It was also determined at analysis that the touchscreen has a small deviation from the stylus position on the touchscreen, the stylus was not returned. No further anomalies were found. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the programmer was broken. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.